Event description:
A report was received that the pt's precision spinal cord stimulator was explanted due to a bad infection. The implanting physician has no information regarding infection. The pt has since received a competitor's device.